Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for failed back surgery syndrome and spinal pain. The drug concentrations and dose rates of fentanyl and bupivacaine were unknown. It was reported that the patient¿s pump was removed in (B)(6) 2019 because it was "falling out, the skin was eroding." The date (B)(6) 2019 is considered an approximate date of event (specific month and year known only). The patient was told that he could not get another pump now because of the virus. Pump supply issues was reviewed at the time of the report. The patient was to follow-up with their healthcare provider to discuss implant options. No further patient complications have been reported as a result of this event.